Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he dropped his insulin pump on the bathroom tile about three months ago and his blood glucose has been high and low ever since. Today the customer's insulin pump alarmed motor error and motor position encoder error; the insulin pump would not rewind. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The customer declined a loaner insulin pump; no products were returned or replaced.